Event description:
It was reported that the patient called in for troubleshooting regarding the send phase of the remote monitor, but during attempted transmission the monitor would not power up. Attempts to reset by unplugging and replugging in the power cord were not successful. A new power cord was sent for the patient to try. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.